Event description:
Patient's legal counsel reported that the patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of elevated metal ion levels, adverse reaction to metal debris (armd) and aseptic lymphocyte dominated vasculitis associated lesion (alval). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1of 2 mdrs filed for the same event (reference 1825034-2014-08647 / 08648).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-08647-1 / 08648-1).

Event description:
Patient's legal counsel reported that the patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of elevated metal ion levels, adverse reaction to metal debris (armd) and aseptic lymphocyte dominated vasculitis associated lesion (alval). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel alleges patient underwent a revision procedure on (B)(6) 2014. Legal counsel reports that a thick-walled cystic lesion containing fluid and caseous material; caseous material near stem; black staining around the neck and trunnion; caseous cyst; and a blind ended pocket were allegedly noted during the revision procedure.